Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up at midnight to a blood glucose of nearly 500 mg/dl. The customer bolused and went back to sleep and three hours later his blood glucose was still in the 400 mg/dl range. The customer bolused again and his blood glucose remained in the 400 mg/dl range. The customer was vomiting this morning. The customer changed his site and treated with manual insulin injections. His blood glucose has since decreased to 250 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer was able to prime with the current set as well. However, a high pressure test could not be performed due to lack of a tubing clamp. No products were returned or replaced and a tubing clamp was shipped to the customer in order to perform the high pressure test.